Event description:
It was reported that during a lap hernia procedure, the first staple fired and then the staples would not release. A competitor's product was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one ems device was returned with the nose open as the nose weld was noted to be insufficient, in addition, one staple in the staples stack was misaligned, not allowing the staples to properly advance. No functionall test was performed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the manufacturing process.